Event description:
It was reported that the customer was hospitalized, due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of the event. The insulin pump was removed from the customer at the hospital. The customer passed away 3-4 months later, due to kidney failure, heart disease, and diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.